Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a bolus anomaly on the insulin pump. Customer reported observing a bolus starting to deliver, but the bolus was missing from the bolus history. The customer reported experiencing high blood glucose from the lack of insulin administered to their body. Customer's blood glucose was 24 mmol/l. Customer was advised to call back after uploading the insulin pump. The insulin pump will not be returned for analysis.